Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient received inappropriate shock due to multifocal premature ventricular contractions. Programming changes were recommended. The patient was doing well afterwards.